Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the physician reported when the pouch containing the device was removed from the outer box, it was noted that the pouch had already been opened. The physician reported "the bottom of the pouch was cut by something like a cutter". The device in question was not used.

Manufacturer narrative:
The device in question was returned to boston scientific for further investigation. A visual examination of the returned pouch indicated that the pouch had never been sealed in the packaging process during manufacturing of the device. The specifications for the pouch were pulled. The specifications for the pouch specify the pouch should be sealed at no more than 3/4 from the bottom edge. The visual examination revealed no evidence that an attempt to seal the pouch was made. In addition, there were 1/8" tabs found at the bottom, which also indicated the bottom of the pouch had not been cut off. Boston scientific determined this incident to be attributable to a manufacturing packaging related issue, an a corrective action response (car) was issued to fully address the issue and prevent it's occurrence in the future.